Event description:
The pt's internal device placement is too low on his head. The implant package is sitting almost at the junction of the child's head and back of the neck. The external equipment keeps on falling off.the surgeon has scheduled revision surgery in 2006 in order to re-position the package.